Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. She states that it was wet inside the cassette door. Pd rn reports cultures drawn with no growth results, patient expressed or demonstrates no ill effects. Prophylactic antibiotics administered. Effluent has remained clear. There is a sample available for evaluation.